Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4). Product ID: 977a275, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting motor stimulation. The rep had already tested impedance, and had tried alternative therapy programming. It was noted that there were high impedance values measured on all electrodes paired with 0. The tip of the lead was at the seventh cervical vertebra (c7) for angina pain. Historically the patient had not gotten good coverage and the programming was targeted around c8. The patient had not gotten ideal coverage with the system since implant. Electrode 0 was out of range, and changed since the previous appointment. The rep thought electrode 0 may be touching the other lead. It was noted that electrode 8, 9, and 10 were near electrode 0 based on a fluoroscopy image. The rep called the manufacturer's technical services to ask about the proximity of electrode 0 to the other lead and if that could cause the motor stimulation effect the patient was having.